Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) during the sterilization of retain-sleeve std f/matrix 5.5 which was used in the operation on (B)(6), for purpose of diversion, the breakage of the sleeve was confirmed. The tip of the sleeves thread, about 2mm, was broken. The fragment was missing. After briefing to the doctor, all x-rays were checked but no problem was found. According to hearing from the observer, the operation took a normal process and was completed without problem. The breakage was not detected at that time. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.

Manufacturer narrative:
This device used for treatment and not diagnosis. Magnum manufacturing center manufactured the holding sleeve ¿ standard for matrix, p/n 03.632.001, lot number 6705459, per po # 1254622, for 50 parts. The suppliers certificate of compliance (dated november 10, 2011) indicates the parts were manufactured to p/n 03.632.001, revision j. The parts were made to the correct material requirements, and met the hardness and required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet number (B)(4), revision n. The lot was also inspected per the documented inspection results, completed on october 29, 2010, the synthes data sheets (dated october 29, 2011 and november 10, 2011), and the synthes data sheet post ep (dated october 20 and 21, 2011). There were no complaint-related issues, mrrs, or ncrs associated with this lot. The investigation is ongoing.

Manufacturer narrative:
Additional narrative: the results of the additional evaluation are as follows: magnum manufacturing center, inc. Manufactured the holding sleeve, standard for matrix, p/n 03.632.001, and lot number 6705459. The complaint condition (tip of the sleeves thread, about 2mm, was broken) is due to an unknown cause. Part of the first thread is observed to be broken and missing - not supplier responsibility. The lot initially conformed to all requirements per the certificate of compliance and was inspected / conformed to the inspection sheet. Magnum also 100% inspected the thread pitch diameter (using wires/odm), major diameter (using odm), minor diameter (using oc) and thread form (using pass fail thread gage). Based on the evaluation performed and the unknown cause, this complaint is deemed indeterminate from a manufacturing position.